Event description:
Report received that a patient was seen in the clinic and high impedance was observed on his vns device. The patient had received a new generator and lead implant only 17 months prior to the high impedance being seen. The patient had reportedly not suffered any trauma to the vns site and the physician did not know how the high impedance could have occurred. A device history record was performed on the lead which indicated all quality inspections were performed and passed prior to being released for distribution. The programming history database only had data from the day of implant which showed that system diagnostics were taken and were within normal limits. Surgical intervention has not occurred to date. No additional relevant information has been received.

Event description:
Further information was received that the lead and generator were replaced. During the replacement, the lead was found to be twisted and knotted at the generator insertion area indicating it was likely manipulated during implant. The surgeon also reportedly identified a lead fracture along the lead at the nerve site. The devices were reportedly sent to the manufacturer for analysis but have not been received to date. No additional relevant information has been received.

Event description:
Product analysis was later completed on the generator and lead. Besides typical markings and discoloration seen on the generator consistent with those seen after implant and explant, no other surface anomalies were observed. The generator was able to be interrogated and system diagnostics performed. All results were normal. The generator performed according to all functional and electrical specifications. The data from the generator showed when the vns system went from normal impedance to high impedance. No anomalies were seen with the generator. The lead was returned in two portions and each portion was visually inspected and tested. On the first portion, there were a few observations of detachments and ripping of the boot, but this was likely caused by manipulation during explant. There were also observations of bodily fluid inside the lead, but the only obvious points of entry were the openings made from explant (cut openings and puncture). Analysis did find broken quadifilar coils along this first portion and sem was used to analyze this more. It found that there was evidence of stress induced fracturing on one of the coil ends. Pitting and secondary breaks were also seen on these broken ends. On the second returned portion, similar observations were seen. Significant twisting was observed. There were coils that were seen to be broken and after trying to remove dried bodily fluids from around the lead, the coils became detached. Sem was then used to analyze these portions. It also found evidence of stress inducted fracturing however pitting was not seen on these breaks. No other anomalies were seen. No additional relevant information has been provided to date.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: initial report inadvertently listed wrong UDI number.

Manufacturer narrative:
Event description, corrected data: follow-up report #1 inadvertently omitted information that the devices had been returned. Device available for evaluation?, corrected data: follow-up report #1 inadvertently omitted the product received date.

Event description:
The generator and lead were received by the manufacturer for analysis.